Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for lead migration. An x-ray was obtained and confirmed migration of both leads. The patient had reported participating in activities which involved bending and twisting, which may have attributed to the migration of both leads. A lead revision was completed to resolve the reported event of migration.